Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. C38211 / c35393) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, varicose vein and nephrolithiasis. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("quasi-daily migraines"), arthralgia ("joint pain"), back pain ("back pain"), lumbar pain ("lumbar pain") and neuralgia ("neuralgia"). On an unknown date, the patient experienced neck pain ("neck pain with progressive frequence, almost daily (5 days out of 7)"). The patient was treated with surgery (bilateral coronectomy by laparoscopy, both essure implants removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, neck pain, migraine, arthralgia, back pain, lumbar pain and neuralgia outcome was unknown. The reporter considered arthralgia, back pain, migraine, neck pain, neuralgia, pelvic pain and lumbar pain to be related to essure. The reporter commented: concurrent conditions (gynecological, non-gynecological) were denied. Removal was performed: at the patient's request. The defective sample was available. Primary reason for removal: pelvic pain, joint and back and lumbar pains, neuralgia and quasi-daily migraines. The reporter considered that essure is caused or contributed to the occurrence of the event(s). No follow up was available 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc. We received a lot number and returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a 46-year-old female patient who had essure (batch no. C38211 / c35393) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, varicose vein and nephrolithiasis. On (B)(6)2014, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("quasi-daily migraines"), arthralgia ("joint pain"), the first episode of back pain ("back pain"), the second episode of back pain ("lumbar pain") and neuralgia ("neuralgia"). On an unknown date, the patient experienced neck pain ("neck pain with progressive frequence, almost daily (5 days out of 7)"). The patient was treated with surgery (bilateral cornuectomy by laparoscopy, both essure implants removed). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, neck pain, migraine, arthralgia, the last episode of back pain and neuralgia outcome was unknown. The reporter considered arthralgia, migraine, neck pain, neuralgia, pelvic pain, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: concurrent conditions (gynecological, non-gynecological) were denied. Removal was performed: at the patient's request. The defective sample was available. Primary reason for removal: pelvic pain, joint and back and lumbar pains, neuralgia and quasi-daily migraines. The reporter considered that essure is caused or contributed to the occurrence of the event(s). No follow up was available 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Most recent follow-up information incorporated above includes: on (B)(6)2019: device removal form received. Patient details were updated. Medical conditions included migraines, varix, and renal lithiasis. Concurrent conditions (gynecological, non-gynecological) were denied.removal method: bilateral cornuectomy was performed by laparoscopy. Removal was performed: at the patient's request. Primary reason for removal: pelvic pains, joint and back and lumbar pains, neuralgia and quasi-daily migraines. Event (s) onset date reported as 2016.no follow up was available 6 or more months following essure removal.the reporter considered that essure is caused or contributed to the occurrence of the event(s). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. C38211 / c35393) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neck pain ("neck pain with progressive frequence, almost daily (5 days out of 7)"), migraine ("migraines") and arthralgia ("joint pain"). The patient was treated with surgery (bilateral coronectomy was performed, both essure implants removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, neck pain, migraine and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, migraine, neck pain and pelvic pain with essure. The reporter commented: the defective sample was available. The case had been reported to the health authorities in (B)(4). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.